Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent the open reduction internal fixation with the va-lcp clavicle plate 2.7 (04.112.623s) and the va locking screw for the fracture of the right diaphyseal clavicle. After attachment of the va-lcp clavicle plate and drilling with a 2.0mm diameter drill, the surgeon tried to insert the va locking screw in question. However, the locking screw broke off about the middle of the locking screw when the locking screw was inserted about halfway. The surgeon removed the broken locking screw and replaced a new locking screw. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant device reported: unknown drill bits (part# unknown; lot# unknown; quantity: unknown) this complaint involves one (1) device va lockscr ã¸2.7 he 2.4 self-tap l14 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 e1 h3, h4, h6: part # 04.211.014ts lot # 8l96047 release to warehouse date: 10 jan 2022 expiration date: 01 jan 2027 supplier: (B)(4) non-sterile part # 04.211.014 lot # 558p340 manufacturing location: monument manufacturing date: 14-dec-2021 part number: 04.211.014, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm lot number: 558p340 (non-sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.014.999, 2.8mm ti screw blank 14mm 2.7 variable angle w/sd8 lot number: 444p196 (B)(4) pieces were scrapped in cell at op #50, turn head and point. (B)(4) pieces after a tooling breakage and(B)(4)pieces for outer diameter oversized. Seventy pieces were scrapped in cell at op #70, bag/label, final blank sort, for an unacceptable surface finish-pits. Production order traveler met all inspection acceptance criteria apart from the (B)(4) pieces noted. Inspection sheet, inspect warm head blank/inspect turn head and point, met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: 82p5290 inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va lockscr ã¸2.7 he 2.4 self-tap l14 tan was found the screw broken in two. The broken fragment was returned. A dimensional inspection for the va lockscr ã¸2.7 he 2.4 self-tap l14 tan was unable to be performed due to manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l14 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.